Event description:
The user facility reported that a hose separated on the system 1e causing water to flow out onto the floor in the room where the unit is located and into the floor below. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The technician inspected the unit and found that the urebrade hose separated off the straight barb fitting installed to the pre a&b filter inlet adapter. The technician further inspected the unit and found the hose and worm clamp to be in good condition. The technician stated that the facility plumber told him that their pressure was approximately 90psi and the facility was undergoing some renovation work. The technician had observed that the facility had installed a pressure regulator before their big blue housing. The pressure regulator was installed after the reported event and prior to the steris service technician's arrival. The technician reinstalled the hose by slipping it over the barbed fitting and tightened it down with a worm clamp. The technician tested the unit by running a diagnostic and processing cycle and found the unit to be operational.